Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. Visual evaluation of the photos showed a used catheter, which appeared bent, severely damaged, and knotted at the distal tip of the catheter. Visual evaluation of the photos did show the catheter to be knotted. However, since the catheter had been use and damaged it does not confirm the knotting to be the result of any manufacturing process. It is believed to happen during application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: epidural catheter knotted at the proximal end upon removal. Crna noticed it was difficult to push meds but it still worked. Insertion not difficult. Catheter removed by nurse, difficult to remove but no complications reported. No injury reported.